Manufacturer narrative:
The investigation for the reported ventricular fibrillation/ventricular tachycardia (vf/vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf/vt could not be determined.

Event description:
The complainant reported that following insertion of an impella 5.5 pump for mechanical circulatory support, some suction was encountered at support level p6. During troubleshooting, the pump was repositioned and subsequently triggered episodes of ventricular tachycardia. The support level was lowered to p4 and stability was achieved. Support continued with the implanted pump following the adjustments to support. The patient survived the event.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.